Manufacturer narrative:
(B)(4). Device evaluation: the report that only a small amount of force was required to unlock the dilator from the sheath was confirmed. Returned was an 6fr dilator inside a saf sheath. The dilator was removed from the sheath and reinserted. A light tug on the dilator did not affect the connection. When a little more force was applied the dilator unlocked and could be removed from the sheath. The outside diameter (od) of the step at the base of the dilator hub designed to snap into the sheath was measured at two positions while viewed under a microscope. The od of position 1 measured 0.1425 inches and position 2 (rotated 90 degrees from position 1) measured 0.1439 inches. Both measurements were less than the minimum dimension specification of 0.149 - 0.151 inches per the dilator graphic. The inner diameter (ID) of the sheath hub measured 0.145 inches, which met the dimension specification of 0.143 - 0.146 inches per the sheath graphic. A device history record review, based on sales history, was performed and there were no relevant findings. The probable cause of this issue is manufacturing related. Further investigation of this complaint issue has been initiated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported prior to insertion, the techs are finding the 6fr saf sheath and dilator does not lock securely into the hub/valve. There were no delays in treatment and no patient deaths or complications reported.